Manufacturer narrative:
The reported events were helix damage, lead dislodgement, helix mechanism issue and unacceptable threshold. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued in the connector region consistent with the procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of helix damage and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the helix did not find any anomalies.

Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead. During the revision process, the lead was noted to be damaged at the helix and was unable to deploy during repositioning attempt. The lead was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Event description:
New information received notes that imaging was used to confirm the dislodgement. High capture thresholds were noted due to the dislodgement. No adverse patient consequences were reported.